Event description:
On 29th september, 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the handle was torn off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ powerled. As it was stated the handle was torn off. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to additional information provided by getinge technician the defective retaining ring of the handle mount was replaced by the customer¿s in-house medical technology department. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event due to the handle failure. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing reportable events for this type of issue we were able to establish that the received incidents are occurring at a moderate ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. A root cause analysis for the issue of broken handle rings was performed by the manufacturer¿s subject matter experts (sme) and according to their analysis; the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to an investigation by the sme at the manufacturer, the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In (B)(6) 2019 mechanical and chemical tests were performed to validate this change. The sme¿s report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in (B)(6) 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).